Event description:
It was reported the patient experienced ineffective stimulation. X-rays showed the patient's peripheral (off-label) lead had migrated. Per the manufacturer's records, surgical intervention was taken to explant and replace the lead. Also, the physician electively replaced the scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.